Event description:
It was reported that the patient experienced an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician deployed the 31mm device in the laa of the patient, but it did not meet release criteria. The device was removed from the patient and the plan was to replace it with a 27mm device. Prior to the introduction of the next device the patient became hypotensive and an st segment elevation was noted. There were no air bubbles observed and following a sweep of the la, no effusions were found. The procedure was continued and a 27mm device as deployed, but it also did not meet release criteria so it was fully removed from the patient. A new 31mm device was prepped to be used and at this time the patient returned to their baselines conditions. The procedure was then completed and the 31mm device was successfully implanted in the laa of the patient. There were other issues that were reported to have occurred. Post procedure the patient was doing fine and the next morning the patient was still not having any issues.